Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 270 mg/dl while wearing the pod between 4 and 24 hours. Patient reported the pod was leaking during wear. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found along the fluid path.